Event description:
Healthy adult patient, who was undergoing surgery to remove her uterus and bilateral tubes with insertion of mesh and sling via laparoscopic port. Md inserted the storz supraloop (ref 26183mc-s, lot 37bd4693). During cautery around the uterus, the supraloop broke causing injury to the ovary and bowel. Md of general surgery, was called in to consult and review options with second md. The supraloop was removed and returned to the packaging, and a new supraloop was used without further issues.